Event description:
Methyl methacrylate was placed into the canal. The stem was tapped into position and then held while the cement hardendd. It was during this time the pt stopped spontaneously breathing, and her blood pressure dropped precipitously. Not responsive to cardiopulmonary resuscitation, medications, etc. Note: investigation still in process, however because of the circumstances facility feels this case may be reportable.